Event description:
It was reported that the ilet did not display dexcom g7 continuous glucose monitor (cgm) glucose readings after the user entered the sensor code, leading to repeated pairing attempts and ultimately replacement of the dexcom g7 sensor; the issue was characterized as a pairing failure between systems with intermittent communication failure, and relevant device components included the antenna and electrical/magnetic elements. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 resulting in intermittent communication failure, with involvement of antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.